Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive and no device was returned. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Event description:
After the implant began, the physician decided to abort it due to the patient's anatomy. They were unable to advance the delivery catheter due to the patient's anatomy. There were no adverse consequences